Event description:
The customer reported the ventilator shut down while in use on a patient. The customer reported there was no patient harm. The customer reported the ventilator main led was not lit. The respironics service technician reported the customer found the main ac circuit breaker on the ventilator in the off position. The customer reported the circuit breaker may have been turned off by a caregiver after use on a previous patient, and when the ventilator was put back into use, the ventilator was operatiing on backup battery power due to the main breaker being switched off. The backup battery functioned until it depleted causing the ventilator to shut down and alarm. The customer reset the circuit breaker to the on position, and the ventilator operated to specification. If the main ac circuit breaker on the ventilator is in off position, there is no ac power to the ventilator and the ventilator will alarm and switch over to backup battery power if available. If backup battery power is not available or depleted, the ventilator will shut down and alarm.

Manufacturer narrative:
Main circuit breaker in off position.